Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice (hc) device during use the previous night. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the unused line clamp was open; however, the line was capped. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) explained the alarm, reviewed proper procedures and had the hp cycle the power on the hc to clear the alarm. The tsr assisted the hp in ending the therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.